Event description:
It was reported that the batteries of cs300 intra-aortic balloon pump (iabp) did not last for pm. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h3,h6 (component code, investigation findings , investigation conclusion, type of investigation)h11. A getinge field service engineer (fse) replaced main batteries (d146-00-0039) because they did not last for the pm. The batteries only lasted 90 minutes. They were due to be replaced on the next pm ((B)(6) 2025). Unit passed all functional and safety tests. Unit cleared for clinical use.

Manufacturer narrative:
Updated fields - b3, b4, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.